Event description:
Per the audiologist, the patient reported a decrease in performance. An integrity test done in 2008 indicated normal receiver stimulator function with some electrode anomalies. Reprogramming of the speech processor did not alleviate the problems. Explant and reimplantation is planned, but had not taken place at the time of this report.